Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. Visual analysis noted blood in/on the helix/lobe mechanism.

Event description:
During the implant procedure, the lead was found to be too short for the patient. Another lead was used. No patient complications were reported.